Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2007, it was reported that a patient underwent revision surgery to remove the sphere implant at the l4-5 level and revise to a tlif surgical procedure, approximately 1 month post-op. According to the surgeon, the "sphere migrated posterior". No other patient complications were reported.